Event description:
It was reported that the customer was hospitalized for dka. The programming on the pump was accurate and the pump passed the functional tests. It was indicated that the pump was operating as designed.